Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the touch screen to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis (fa) confirmed/replicated the reported issue. The touch screen was analyzed and found that upon powering the system, error 75 was triggered, and the screen of the touchpad subsequently changed to a pattern of multicolored vertical lines. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported that they experienced error with node #33 on surgeon side console (ssc) #1, they tried power cycling the system with no success and proceeded with ssc #2. The procedure was completing as planned with no reported injury.